Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator's power cord was blown out of the socket and melted. A boston scientific company representative verified that there was a lightning strike that affected the patient's house. The company representative then sent a return label and a replacement communicator to the patient. The communicator is no longer in service. No adverse patient effects were reported.